Event description:
Report of explant of device received per device registration form stating "removal in 2001 of pump due to infection". Follow up with hcp revealed the pt's symptoms began 13 days post catheter revision and included meningeal signs/symptoms, fever and redness. The infection was located in the device pocket, catheter and lumbar region of the back. A culture positive for pseudomonas was obtained from the device pocket, lumbar region and cerebrospinal fluid. The infection was treated with IV and oral antibiotics and was resolved. Pt has been reimplanted with a new device system 4 weeks later.